Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose exceeding 600 mg/dl; the customer experienced a seizure and she was flown into the hospital via helicopter. The customer experienced light-headedness, ringing in her eyes, and intermittent unconscious. The customer was placed on seizure medication, but when she visited another doctor for a second opinion that doctor did not note any evidence of seizures. The customer stated that she normally treats via manual insulin injection if her blood glucose exceeds 300 mg/dl. The customer asked how to use the easy bolus feature and she was advised on how to use it. Troubleshooting for the high blood glucose was declined. The customer stated that she mostly gets high blood glucose due to her periods. No products were returned or replaced.